Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed that the safety disk & batteries were expired, and that the iabp was due for a 5000 hour kit. The stm replaced the safety disk, the batteries and the condensate removal module (crm) which was replaced due to blood back. A full preventive maintenance with calibration per manufacturer specifications was completed, and the iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an optical input issue. There was no patient involvement, and no adverse event was reported.